Event description:
It was reported that the patient presented to the hospital with unstable angina. Coronary angiography showed in-stent restenosis of a stent placed in a previous procedure, and a new lesion in the first diagonal. During the course of re-intervention and re-stenting of the left anterior descending artery (lad), the 3.0x15 mm trek balloon being used for predilatation ruptured when normal pressure was applied (unknown pressure), which resulted in the patient's coronary system experiencing a loss of blood flow in the lad and the entire coronary system went into spasm. The patient became hypotensive and required resuscitation. The patient also experienced ventricular tachyarrhythmias, and was treated aggressively with the resolution of the spasm. The patient required intubation and placement of a balloon pump and was transferred to the intensive care unit. There was no reported resistance felt during advancement or retraction of the balloon catheter in the patient. The patient is reported to be well post procedure and has been discharged. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. (B)(4)